Event description:
The customer reported that the insulin pump alarmed motor error. Pressing the esc and act buttons did not clear the alarm. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Insulin pump was received with motor error alarm during rewind due to motor encoder signal out of phase. Unit had cracked case at display window corner, minor scratched lcd window, and cracked reservoir tube lip.